Manufacturer narrative:
Findings: the contact lens solution has not been returned to the manufacturer. Additional information was requested 06/05/2007, 06/06/2007, 06/12/2007, 06/21/2007, 06/25/2007, and 06/26/2007. Consumer provided limited additional information by phone 06/13/2007.

Event description:
Consumer reports experiencing ocular redness, pain, sensitivity to light, swollen eyes, swollen face, and could not open her eyes to see while using this product and two others. She was not able to attribute the cause of the events specifically to any of these products. She explained the events occurred five separate times in 2007, within one to two hours after inserting her contact lenses that had soaked in product. She reports her physician treated her with an epinephrine pen, cortisone shots, an inhaler (not specified), prednisone, and benadryl. In addition, the consumer reported she experienced airway constriction that day and her physician sent her to the hospital emergency room by ambulance, where she had breathing treatments and injections (same as in physician's office) and was released to go home. Per consumer, she was diagnosed with an allergic reaction and she discontinued product use and contact lens wear. Fourty five days later, consumer stated that events resolved and her eyes are fine. She previously used opti-free without difficulty for five years. Consumer believed she was wearing focus fresh lenses at the time of the events. She indicates she started using dailies disposable contact lenses with saline one day earlier, without problems. She stated she has no history of breathing problems such as asthma. Additional information has been requested including physician contact information. See also: MDR 1610287-2007-00016, MDR 1610287-2007-00011.